Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with mentor smooth round moderate plus profile 375cc saline breast implants which the right side deflated, and left side has issue with capsular contracture baker grade iii after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.

Manufacturer narrative:
On february 16, 2021 additional information received indicated that the patient scheduled for removal on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on (B)(6) 2021, indicated that the patient underwent bilateral replacements as follow: left- cat#:3503754bc sn#: (B)(6), right- cat#:3503754bc sn#: (B)(6). Manufacturer¿s reference number: (B)(4).